Manufacturer narrative:
The lead was returned for patient death. As received a complete lead was returned in one piece. Visual analysis did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found,

Event description:
Related manufacturer reference number:2017865-2025-16869. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was heart failure, diabetes and femur fracture. No additional information was reported.